Event description:
A heated humidifier's power adapter (ac power cord to dc power adapter) allegedly melted where it connects to the power adapter assembly. No patient harm or injury was reported.

Manufacturer narrative:
The humidifier (and a CPAP device it was used with when the alleged event occurred) was received for evaluation; however, the power adapter (and ac power cord) referenced in the complaint were not. A request for the return of the humidifier's power adapter assembly has been made and a follow-up report will be filed when our investigation of the humidifier and its power adapter assembly is complete. Because CPAP device associated with this event was received and found to operate as designed, and because no problems were reported with it by the complainant, we have concluded that it was not a cause or contributing factor in the reported event.